Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unk event description: [translation] after 1 hour and 30 minutes of use during a procedure, the trocar broke in two (the sheath containing the optical fiber). It had not been heated, nor had it been struck by another instrument. The broken piece was retrieved from the patient¿s abdomen using an extraction bag. Patient status: no patient injury or illness reported.